Manufacturer narrative:
Continuation of d10: dvfb2d4 ICD implant date: (B)(6) 2021 explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead experienced a lead fracture, high impedance with measurements ranging from 800 ohms to greater than 3000 ohms, oversensing and noise with a positive provocation test, and a lead integrity alert (lia) was triggered. It was noted that there were  24 non-sustained ventricular tachycardia episodes with noise and artefacts, as well as 247 short v-v counts since (B)(6) 2025.  Reprogramming was done where tachy therapies and alerts were turned off. The patient was then hospitalization and surgical intervention was required where the rv lead was capped and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d4 UDI product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.